Event description:
Patient had a routine pap smear then complained for 8 days of abdominal pain and vaginal bleeding (on and off, 1 pad/day), with associated chills. She also reported feeling something "hard" in her vagina. Later, it was determined that a piece of the security seal that prevents tampering with the specimen jar cover became separated from the rest of the seal and ended up in the patient's vagina.